Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was used via radial access for treatment of a lesion in the obtuse marginal artery. The lesion was severely calcified. Prior to atherectomy, angioplasty balloons could not be advanced to the lesion. Glide assist was used to advance the oad to the lesion, and treatment was initiated. However, the oad could not be advanced through the lesion. The oad stalled during the fifth treatment. The user waited five seconds prior to reactivating the device. Glide assist was used to pull the oad back. Upon removal of the oad, it was determined the drive shaft had fractured. The fragment was removed when the wire was pulled back; the fragment remained on the wire.

Manufacturer narrative:
Device analysis conclusion: the oad was returned for analysis. Visual examination confirmed the reporting driveshaft fracture at the proximal edge of the crown. The fractured distal section was not returned for analysis. Review of the device data lot identified stall events. Driveshaft flexing at the weld location can initiate a fatigue failure, and scanning electron microscopy analysis identified fatigue striations at the site of the driveshaft fracture. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape. However, the exact root cause of this reported complaint is undetermined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).